Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Visual inspection of the header found no anomaly related to the field concern. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing thus affect the longevity of the device. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range and no indication of premature depletion noted. Longevity assessment was performed, based on field settings, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
New information received noted, device was explanted and replaced on (B)(6) 2024. Patient was stable before, during and after the procedure.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Patient had no consequences.